Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open exploratory laparotomy gastroyeyunostomyileocolonic bypass, at pancreas, the clips did not load properly into the jaws. Also, the clips did not close properly with the first device. With the second device the clips di not close properly and fell into the patient's cavity. The clips were able to completely explanted from the patient's cavity. Opened a third device and it worked properly. The surgical time was also extended due to the product problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open exploratory laparotomy gastroyeyunostomyileocolonic bypass, at pancreas, the clips did not load properly into the jaws. Also, the clips did not close properly with the first device. With the second device the clips di not close properly and fell into the patient's cavity. The clips were able to completely explanted from the patient's cavity. Opened a third device and it worked properly. The procedure was extended not more than 20-30 minutes. There was no patient injury.